Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a photograph of the device was received. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was "precipitation" in a continu-flo solution set. The nurse was administering normal saline via gravity then injected an undiluted non-baxter epirubicin. The proximal line was flushed with 50cc of normal saline. The reporter stated that after the set was flushed with the normal saline, a red ¿precipitation¿ was observed in the most proximal port. The nurse flushed the port with 2 - 10 cc of saline, but the precipitation did not dissipate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a photographic inspection was performed. No malfunctions or abnormalities were identified during the inspection. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The epirubicin drug was reportedly injected in the set's middle port. The proximal, or closest to the patient, port in which the precipitation was found was not used for medication administration. Upon further investigation into the reported issue, the cause of the event was determined to be related to the user's technique when administering the drug to the patient. The customer reported using the middle y-site instead of the lowest y-site (closest to the patient), which is known to potentially cause the medication to become trapped in the lower y-site due to generated pressure. Hence, this caused the medication ¿precipitation¿ observed in the third port. Should additional relevant information become available, a supplemental report will be submitted.